Event description:
It was reported that since late 2007, the pt has complained that his ci is intermittent; periodically loud then fine again with some noises reported. He is recovering from an ear infection and has congestion in that ear as identified by the clinic. He was seen by the audiologist at the clinic, who performed repeated test measures which are reported to be within normal limits. His audiologist plans to attempt to revise mcl's and try a low power coil to improve comfort. A medical opinion is being sought on the congestion. As per the visit report of med-el as carried out on the same month, the pt's speech processor was checked with a mtd and sptd and found to be functioning as expected. He is able to use his processor and respond appropriately to conversational voice, but does report the loudness fluctuation and noises to be annoying. Testing recorded by the clinic eight days earlier was examined in detail. Significant inter-test changes can be observed in the ground path impedance and the voltage table, relating to channel one. Intermittency in internal device function was revealed. Unfortunately, the test results and symptoms reported, indicate that there is a high degree of likelihood that the internal device is no longer functioning to within specification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.